Manufacturer narrative:
The device initially passed testing. A whitescreen error was not displayed during the testing procedures. However, further testing found the device did not pass the sdram test which may have caused the customer's reported whitescreen error. This is due to the som2 hardware module. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a whitescreen error. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.